Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer. The unit was restarted and o2 calibration and flow sensor tests were performed successfully.

Event description:
The customer reported that the bellavista 1000e 17.3" basic experienced a screen freeze in vc-simv mode while on patient. The unit continued to ventilate but the waveforms and values remained unchanged. The patient was bagged as the unit was restarted. The customer confirmed that there was no patient harm associated with this reported event.